Event description:
Pt placed in a supine position on the fracture table, and their arms were brought across pt and held in place by a draw sheet and two surgical clips. The pt's left foot was placed in a leg holder, and their right foot was having traction applied manually. A physician was in attendance on the pt's right side, a pelvic holder was in place between pt's legs for positioning when the bottom piece of the fracture table was removed. With elevation of the bed, the pt was pulled to the right side, slid and subsequently fell against the pt.